Event description:
Received report while using the smartdrive mx2+ with switch control buttons, the device reportedly engaged a drive command without physical manipulation of the switch control and/or failed to disengage motor when one of the switches were pressed. No injuries were reported to have been sustained as a result.

Manufacturer narrative:
This failure mode has been previously reported per 21 cfr 803.50. As part of a retrospective review and remediation effort resulting from improvements made to max mobility's complaint handling and adverse event reporting processes, CAPA 25-008 was implemented. This MDR is being filed based on the outcome of that retrospective review. To get a better understanding of the potential cause for this reported failure mode, CAPA 22-013 was initiated. The CAPA investigation has determined this reported failure as potentially being linked to an issue with a subcomponent had the potential for misalignment of the internal board for the switch control during assembly. As part of CAPA investigation, corrective measures were taken to address the issues with the subcomponent, and assembly processes.